Event description:
Pt was exiting room when the cord connecting control joystick to the wheelchair power supply caught on the door handle. The tension of the cord caused the joystick control box to collapse into pt's neck. It is believed that this caused constriction of pt's airway and death.